Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same day of applying the adc device wear and was unable to obtain readings. The customer experienced symptoms of dizziness and headache and was unable to self-treat. The customer was seen at a hospital where a glucose reading of 77 mg/dl was obtained, the customer was diagnosed with hypoglycemia and 3 dosages of insulin were administered for treatment. Note that the diagnosis of hypoglycemia is inconsistent with the insulin treatment. There was no report of death or permanent impairment associated with this event.